Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose values, although specific values were not provided. Reportedly the customer visited the ER or hospital due to their low bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the events; however, no response was received from the customer.